Event description:
Once the trocar was put in the patient, the scope would not advance through it because the tip was bent. Manufacturer response for reprocessed trocar, (brand not provided) (per site reporter).